Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit is not turning on and the alternate current (ac) mains light-emitting diode (led) indictor does not light. The customer performed troubleshooting, but the issue was not resolved. The customer reported the power supply board output voltage is out of specifications. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect power supply for investigation. An investigation was performed and identified the root cause of the reported issue was due to a faulty brick power supply. The supply voltage output measured outside of manufacturer specifications. This issue will be internally investigated within carefusion.